Manufacturer narrative:
H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant advanced too far, resulting in chordal entanglement was confirmed with objective evidence based on evaluation of the provided imagery. Available information suggests patient anatomical challenges and procedural related factors likely contributed to the event. As per information received, the patient's mitral valve presented an annulus calcification and a p2 prolapse. Due to the annulus calcification, the implant movement was very restricted, and leaflet grasping was very difficult. During maneuvers to achieve a better capture position, chordal entanglement occurred. During retrieval of the device, probably due to a fast movement to get the system out, a piece of the papillary muscle was torn and chordae rupture was identified. Besides that, during the disentanglement the actuation wire got out of the tip of the implant and turned to the side. Based on the available information, a definite root cause was due to patient and procedural related factors. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, when doing the maneuvers to disentangle from the chords, the wire turned to the side and was outside the tip of the implant inside the patient when they were deciding to retract. Physician decided to keep the position of the pascal implant and advance the guide sheath (gs) forward over the implant with the clasps up. The fcs confirmed doing this maneuver tore a piece of the papillary muscle and the chordae rupture was identified. This was likely due to a strong and fast movement in the proximal direction to get system out. Likely at which point the retention elements of the implant engaged on the gs soft tip. The pascal system and gs were retrieved together and the procedure was aborted.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. During the procedure, there was chordae entanglement resulting in chordae rupture. Patient had annulus calcification and p2 prolapse. There were difficulties navigating the device due to anatomical challenges (calcification of annulus). No adequate leaflet grasping was possible due to the annulus calcification. The steering and maneuvering was limited due to the gaining height maneuver and the resulting tension in the whole system. The device became entangled with the chordae tendineae. When the device became stuck at the point of entanglement, smooth retraction into the left atrium was not possible, and the chordae rupture was identified. The pascal was bailed out and the procedure was aborted. The starting mitral regurgitation (mr) was severe, and after the chordae damage, the mr remained severe. Final mr after the procedure was severe. The patient's final outcome was stable. As per medical opinion, the perceived the root cause of the event was the limited maneuverability the pascal orientation under the valve causes the entanglement.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.